Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to high defibrillation thresholds. However, upon further lab analysis premature battery depletion was discovered.